Event description:
It was reported that during a clinic visit this implantable cardioverter defibrillator (ICD) was found to exhibit oversensing on the right atrial (ra) lead. The field representative called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed the ra lead also exhibit high out of range pacing impedances measuring greater than 2000 ohms. Ts determined the clinical observations were related to minute ventilation (mv) oversensing which led to false atrial tachy response (atr) episode. It was noted that the ra lead is a non-boston scientific lead. Ts discussed possible causes with the field representative. The field representative stated that the physician plans to continue to monitor the patient. At this time, the ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit this implantable cardioverter defibrillator (ICD) was found to exhibit oversensing on the right atrial (ra) lead. The field representative called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed the ra lead also exhibit high out of range pacing impedances measuring greater than 2000 ohms. Ts determined the clinical observations were related to minute ventilation (mv) oversensing which led to false atrial tachy response (atr) episode. It was noted that the ra lead is a non-boston scientific lead. Ts discussed possible causes with the field representative. The field representative stated that the physician plans to continue to monitor the patient. At this time, the ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.